Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection: pots on printed circuit board (pcb) were damaged. Cracked enclosure and tank cover. Functional test: filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The temperature of the device was stuck at 31.8 degrees confirming the complaint. A root cause was the pots on the printed circuit board (pcb) that are used for calibration and adjusting the temperature were damaged due to wear from usage. A device history record (DHR) was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the temperature would not adjust over 31.8 degrees. Patient involvement unknown.

Manufacturer narrative:
B3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.